Event description:
It was reported that it was difficult to connect an automated peritoneal dialysis set to a solution bag. This occurred prior to use on the patient. No additional information is available. This is report 4 of 4 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.